Event description:
The customer claims that the alarm has power but no alarm tone when the sensor is detached from the alarm or when pressure is released from the pad. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product found that the unit powers on but there is no alarm tone when pressure is removed from the sensor. Ther fail-safe is not working. On/off indicator is working. Rj-11 sensor is not working. Alarm case has some minor scratches. There is evidence of moisture. The battery door is missing. (B) (4).